Event description:
The customer reported being hospitalized due to hypoglycemia, with a blood glucose reading of 46 mg/dl. The customer stated that she had been experiencing low blood glucose levels for the past two days. The customer stated that the insulin pump was exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the bolus and basal rate delivery totals did not match with the daily totals. The customer stated that she would be calling back to try to find the discrepancy in the daily totals by uploading the insulin pump into carelink. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.